Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented in clinic during follow-up, post-sensed t-wave oversensing was observed on the ventricular channel. The device was reprogrammed. The patient was okay after the event.